Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the display did not return. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-754wws, and the customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
Unit received with ghosting display, after pressing any buttons. Unable to perform displacement test operating current tests, self-test, and off no power test due to ghosting display. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms missing segment/display anomaly is isolated to lcd board. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker and scratched reservoir tube window. Unit blank display, frozen screen not confirmed. Unit received missing segment/partial display after pressing any buttons; problem isolated to lcd driver defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.